Manufacturer narrative:
Eval summary: no x-ray has been returned. It is also not known which other components were used during the primary surgery held on (B)(6) 1999. One or a combination of following factors may contribute to this type of failure: late loosening may be initiated by mechanical cause namely acrylic fragmentation and mechanical failure at the cement-metal interface. This may also compromise biological fixation at the cement-bone interface. Bone cement fragment can cause accelerated wear of the articular surface causing osteolysis. Loosening may occur due to osteolysis; physically active pt or heavy pt; pt's previous medical condition; improper surgical technique; however, this is not exhaustive list. No definitive cause analysis can be performed with certainty. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers this investigation closed.

Event description:
It is reported that the pt was revised due to loosening of the stem.